Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: 00896275 case subject: npi 8015 system error account name: 1st call biomedical account #: 10040313 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: keith jacobs contact email: firstcallbiomedical@verizon.net contact phone: 410-796-2800 contact mobile: patient or user involvement: no patient or user harm: no case description: keith had a system error on pcu8015 sn (B)(4) the "system on red arrow" stays on even when the unit was turned off. And the unit kept alarming. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended keith to replace logic board. Keith preferred to send unit in for flat fee repair. He will contact com directly for rga number to send unit in.